Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise. Isometrics done in clinic showed noise in both the atrial and ventricular channels. The noise found in isometric testing was not being oversensed with the programmed settings. The noise in the atrial lead was stored as an episode. No programming changes were done to address the ventricular lead noise. An attempt was made to replace the atrial lead on (B)(6) 2020 but good access could not be obtained. Programming changes were made instead. Patient would be further monitored. Related manufacturer reference number: 2017865-2020-08150.